Manufacturer narrative:
Evaluation: the returned samples were received in unused conditions. No damages or other defects were detected on the samples. No discrepancies were detected on the samples, the test successfully passed with a result within specification (average delivery error acceptable is -7% to 7 for disposable accuracy test reports)) thus, the failure mode reported is not confirmed. Root cause cannot be determined since complaint was not confirmed. Action taken is not required since complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a syringe was used from the bag into the tubing and solution was not running freely. Experienced with five patients during a two day period. No injury was reported. In each of the cases, the patient reported that the pump started beeping while the medication was being infused at home.